Event description:
It was reported that a merlin.net transmission revealed post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes resolved the oversensing. Patient was fine before and after the event.